Event description:
It was reported by service report that the side rail would drop quickly due to a broken side rail assist cable; side rail could not be latched in the raised position. No patient involvement or adverse consequences are reported.